Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient underwent a gynecological procedure and mesh was used. The mesh had disintegrated on several occasions. The patient underwent procedures to remove the mesh on (B)(6) 2005, (B)(6) 2006, (B)(6) 2006, and (B)(6) 2007. Another procedure was planned for (B)(6) 2011. It was reported that some mesh still seems to be there internally. The patient has experienced severe pain and several bouts of infection. Currently, the patient is suffering from lupus planus.